Event description:
It was reported that the catheter slid out of the pt. On investigation, it was noted that the cuff had become detached from the catheter which was why the catheter moved. Cuff was noted to remain in the pt and a new device was placed.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revh1268 showed no other similar product complaint(s) from this lot number.